Event description:
It was reported that the patient had an interstim stage 2 case on the day of this call and the lead would not advance into connector block appeared setscrew looked crooked. It was indicated that a different neurostimulator (ins) was used with no issue. The impedances fine and patient had good therapy it was later reported that everything was functioning fine, she just had a question about the proper stimulation due the implant cycling on and off which was different than during the trial period where there was constant stimulation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4). Final analysis of the neurostimulator (ins) (B)(4) revealed setscrew was backed out too far. The ins passed the functional and lead insertion tests. The complaint could not be duplicated during analysis.